Event description:
Customer called to report that the access 2 immunoassay system generated an erroneously elevated dil-total beta hcg (human chorionic gonadotropin) for one patient sample. The erroneous result was reported out of the laboratory. The result was questioned by the physician; the sample was repeated, the results of which were consistent with the patient's clinical picture and used to amend the report. There was no death or injury associated with this event and patient treatment was not impacted. The customer technical specialist (cts) verified with customer that no system or pre-analytical issues were apparent as the cause of the event. The cts discussed potential hardware issues with customer and scheduled an onsite service visit.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument, but found no hardware issues and was able to verify proper instrument performance. Therefore, the exact cause of the event is unknown and could not be determined. Customer has not called back to report any further issues relating to this event. ((B)(4).)